Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6); australia. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage blue system was used during a midureteral advantage sling and cystoscopy procedures performed on (B)(6) 2019 to treat a patient with stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.